Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Functional and visual testing was performed. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause could not be identified. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject camera head device had a cut in the cord. The allegation was observed during an unknown procedure and completed using a similar device. There was no harm or injury reported.